Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stride of stent was untied and stent is loose. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Updates: lot number updated from unknown to 0023289201. Expiration date updated from unknown to 07/26/2020. Unique identifier (UDI) # updated from to (B)(4). Device manufacture date updated from unknown to 01/28/2019. Device evaluated by MFR.: synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with a strut on the first row lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 230mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stride of stent was untied and stent is loose. The procedure was completed with a different device. There were no patient complications nor injuries reported.